Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid procedure. The stapler was being used to make the anastomosis. After opening the device with two full turns, the device cannot be removed from the site. The surgeon thought that the tissue was not cut correctly. The stapled tissue was not free from any metal clips or similar structures. The device was applied over a previous staple line. The instruments handle was fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent. There was difficulty removing the stapler from the cavity. The anvil was not bent. The stapler sizers were used. In order to resolve the issue and complete the case, resected the damaged anastomosis and a new stapling device was used to make a new anastomosis. There was unanticipated tissue loss as a result of the problem. The surgical time was extended by one hour due to the product problem but there was no adverse events to the patient. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.